Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrent incarcerated ventral incisional hernia with significant tenderness in area, severe nausea, abdominal distention, abdominal pain, and dry heaves, small bowel obstruction, tedious lysis of significant adhesions, exploratory laparotomy and bilateral rectus abdominis advancement flaps by means of bilateral transverse abdominis release, tedious extraction of densely adhered mesh. After treatment, the patient experienced surgical revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after the procedure where this device was implanted, the patient experienced recurrence, significant tenderness, severe nausea, abdominal distention, abdominal pain, dry heaves, and a small bowel obstruction. Post-operative patient treatment included surgical revision where mesh was explanted and lysis of significant adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after the procedure where this device was implanted, the patient experienced recurrence, dense adhesions, significant tenderness, severe nausea, abdominal distention, abdominal pain, dry heaves, and a small bowel obstruction. Post-operative patient treatment included surgical revision where mesh was explanted and lysis of significant adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.